Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the sensor had bad values. No known impact or consequence to patient.

Manufacturer narrative:
Returned to manufacturer on 03/13/2017.